Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to recurring incontinence. The previous aus was explanted and replaced with a new aus consisting of a 4.5 cm cuff, pump, and balloon. The explanted aus is expected to be returned. A supplemental report will be filed upon completion of the product analysis. It was further reported that the patient also underwent the procedure to confirm the fluid volume in the aus. The volume of the pressure regulating balloon (prb) was checked, and no fluid loss was determined.

Manufacturer narrative:
Investigation results: the product record review revealed no additional information related to the complaint. An overall investigation conclusion code of known inherent risk of device was chosen as the reported adverse event is known and documented in the labeling. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to recurring incontinence. The previous aus was explanted and replaced with a new aus consisting of a 4.5 cm cuff, pump, and balloon. The explanted aus is expected to be returned. A supplemental report will be filed upon completion of the product analysis.